Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead reported not feeling well. The patient was seen and it was determined that the lead was displaying loss of capture (loc). The lead had dislodged. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no additional adverse patient effects. The lead remains in service.